Event description:
It was reported that the patient's glucose reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the leg. Upon removal, it was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism and the patient was unsure if the cannula had properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.